Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-00691.

Manufacturer narrative:
Additional information: evaluation codes; narrative text. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The commander delivery system was returned to edwards lifesciences for evaluation. The delivery system was returned inserted through the loader cap. The distal end of the delivery system (nose tip, distal balloon and guidewire) were returned separately inside of the esheath. Visual inspection revealed the balloon and nose tip were sticking out of the sheath past the delamination. A radial and longitudinal balloon burst was observed. The balloon did not appear to be missing any pieces. Adhesive was present in the y-connector, where the guidewire attaches to the y-connector. Post-procedure photographs of the devices were provided by the site. Review of the photographs revealed sheath distal liner delamination. The distal end of the delivery system (nose tip) was in the sheath. The inflation balloon burst radially and longitudinally on the working length of the balloon. The distal end of the delivery system (nose tip and rest of the inflation balloon) and the guidewire were separated. It was also noted that the atrion inflation device was filled with blood. Review of the 3mensio provided by the site revealed calcified native annulus and some calcification in the access vessels. No functional testing could be performed due to the condition of the returned device. Dimensional analysis of the single wall thickness were taken on the balloon. All measurements met specification. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the complaints for balloon burst, delivery system withdrawal difficulty through sheath and distal nose tip separated were confirmed. However, no manufacturing non-conformities were found in the returned device. A review of the dimensional and visual inspections revealed no indication of non-conformances. Calcification was present in the patient¿s 3mensio report and the perceived cause of the balloon burst was reported to be a sharp piece of calcium. Patient factors (valvular calcification) likely contributed to the balloon burst during valve deployment. The ruptured balloon likely resulted in the difficulties encountered during the attempt to withdrawal the delivery system into the sheath. The extra force used in the attempt to withdrawal the device likely contributed to the nose tip separation. Available information suggests patient factors (valvular calcification), in addition to procedural factors (withdrawal of the ruptured balloon) likely contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, a 14fr. Esheath was inserted without issue. The commander delivery system and 26mm sapien 3 valve were advanced through the esheath and positioned. During valve deployment, the delivery system balloon ruptured. The valve was fully deployed and stable; therefore, no post dilation was performed. Difficulties were encountered during the attempt to pull the delivery system back into the sheath. The delivery system and sheath were withdrawn together as a unit. When the devices were removed, it was noted that the nose tip and proximal portion of the balloon had separated. Following the device withdrawal, the delivery system was pulled out of the sheath and the nose tip/balloon remained in the sheath. All parts of the delivery system were removed from the patient during the device withdrawal. No injury to the patient was reported. At the time of the report, the patient was in stable condition. The native annular valve area measured 470mm2 by CT. Mild annular calcification, mild native leaflet calcification and mild aortic root calcification was reported. It was perceived that a sharp piece of calcium in the native annulus likely caused the balloon rupture during valve deployment. It was also perceived that the delivery system likely got caught on the sheath during the attempt to pull it back into the sheath, resulting in the nose tip / balloon separation. The esheath and delivery system will be returned to edwards lifesciences for evaluation. The valve remains implanted in the patient.